Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient could not get their ¿device to work¿ and they had been leaking all the time since implant of the implantable neurostimulator (ins). The patient was instructed to connect to their ins using the programmer. It was verified that the stimulation was on but the patient could not feel the stimulation. They were at 2.8 volts and increased it to 3.3 volts and could feel the stimulation. The stimulation then went back down to 2.8 volts. The patient insisted they did not change the program. It was noted that the patient was set up for 3 programs. The patient then reconnected with the ins, increased the stimulation to 3.5 volts, and left it there. The patient stated they felt the stimulation on the inside of their leg. Additional information received from the patient on (B)(6) 2017 reported the same issue. The patient followed up with their healthcare professional (hcp) who told them to contact the manufacturer. Further information reported the patient had tried increasing the amplitude but it has not worked (having symptoms).information received from the manufacturer¿s representative on (B)(6) 2017 reported they had spoken with the patient and the program was changed. The patient was going to try that out for a while. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient notified their healthcare provider (hcp) on (B)(6) 2017 who said they had a lot of scar tissue. There were no steps taken to resolve the leaking, stimulation change, and stimulation inside the patient's legs. The cause and the leaking, stimulation change, and stimulation inside the patient's legs is not resolved. No further patient complications have been reported as a result of this event.